Event description:
It was reported that the lead was opened but not used due to sterility concern with the package. It was noted when the product packaging was opened, a hair was found. No patient involvement is associated with this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The stylet/guidewire was kinked/buckled. The distal end/electrodes of the lead were bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the stylet inserted in it, and there was no package received. The lead distal end slightly bent was observed. The stylet tip kink was observed when removed stylet out of the lead, damage at implant. If information is provided in the future, a supplemental report will be issued.